Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polypropylene 48 inch, size 0 capio suture during a vaginal hysterectomy procedure. According to the complainant, during the procedure, the needle of the suture detached inside the patient. One suture was successfully placed with this device on the patient's left side in the medial aspect of the sacrospinous ligament. The physician attempted to place another suture in the same location on the patient's right side and the needle detached while the physician was throwing the suture through the tissue. The break occurred right at the needle. The needle was located using an x-ray and the physician attempted to "flush it out," but was unsuccessful. The needle was not retrieved. The physician completed the procedure with another capio device and capio suture and the suture was placed in the medial aspect of the uterosacral ligament on the patient's right side. There were no other reported patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)94) - the reported event of "needle detached".